Event description:
Tip of catheter dislodged in pt's vein upon removal of jelco. Catheter tip localized at site under fluoroscopy and removed by surgeon. Pt discharged in stable condition the same day.